Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni. Remains implanted.

Event description:
A patient enrolled in a clinical study experienced wound concerns with antibiotics approximately 6 weeks post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study experienced erythema and was treated with antibiotics approximately 6 weeks post-implantation.